Event description:
It was reported that during a bowel resection procedure, the device jammed after the third firing. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 04/06/2009. Damaged or missing closure link. Eval summary: the analysis results showed that one device arrived with the closing mechanism damaged and fully loaded with staples. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the closure link was found damaged. While no conclusion could be reached as to how the closure link became damaged, it should be noted that a 100% inspections takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at fgqa. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.